Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device was tested for 24 hours of straight pacing on a simulator and a complete device check focusing on the display related connections without duplicating the report. The logs do not capture display related issues. Review of the device logs found no power related errors but we can see the device encountered a lead fault during pacing and was manually power off approximately two hours later. The device passed all testing,was recertified, and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.